Event description:
During an embolization procedure assisted with an enterprise stent, coil-#7, a cordis truefill dcs orbit 12 mm x 30 cm (lot 13390576) complex standard coil was being placed, when an abrupt increase in the pt's systolic blood pressure was identified by the anesthesiology service. While no obvious ectopic loop of coil was seen on the road map, the abrupt increase in systolic blood pressure was concerning for a perforation. Through the guide catheter in the left internal carotid artery, biplane digital subtraction angiography was obtained. This angiographic run did in fact confirm perforation of the aneurysm from either the coil or the microcatheter. Given this, 50 mg of protamine was given immediately by the anesthesiologist via intravenous bolus. At the same time, additional coil embolization of the aneurysm was accomplished. Following the placement of the eleventh coil, control angiography was obtained using a single injection. This angiographic run demonstrated no further extravasation of contrast dye, consistent with hemostasis of the perforation site.

Manufacturer narrative:
The independent film review indicated that based on the images submitted on cds, it is not possible to tell why the perforation occurred. The only evidence is a rotational run after the bleeding that shows there are no coils protruding or perforating the aneurysm wall. This is not sufficient evidence to prove that such perforation by coils or by the catheter has not occurred previously. This is one of two products involved with this product malfunction, which is associated with mfg report #1058196-2008-00246. Additional info will be submitted within 30 days of receipt.